Manufacturer narrative:
(B)(4). Report source: south korea. The product will not be returned to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Citation: https://doi.org/10.4055/cios22197. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00185.

Event description:
It was reported in a journal article that of two patients that experienced post-revision dislocations, one was treated with a closed reduction and no further complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) ¿ head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.